Manufacturer narrative:
Additional information: medtronic engineers were consulted and exams were reviewed. The issue was determined to be due to the sop class and how it was being used by the customer. The engineers explained that the navigation system software supported single volume enhancedct; it did not support multi-volume enhancedct (the exam type used in this scenario). The sop class for enhanced CT was being utilized, but the volume was not compiled into one file and instead was split into multiple series. A new feature request was logged to add multi-volume enhancedct support. A change in workflow was suggested by engineering to instead user standard imaging modality sop class 1.2.840.10008.5.1.4.1.1.2 for standard CT since the volume is not compiled. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case, when loading exams from a patient cd, the navigation system displayed the images as invalid for navigation. The site tried to load the exams on a different medtronic navigation system onsite using the unstructured modules and the exams loaded without issue. Site switched to the different medtronic model navigation system. Later when reviewing the exam the navigation system was unable to load the patient exam and displayed the error message "the scanning protocol for this exam is not supported for use with stealth: data not valid for navigation (1)". The exam would also no load onto cranial 3.0.2 with an error stating "computing multiple volumes per series with enhanced objects not supported yet". The exam loaded without issue on a different medtronic model navigation system. The dicom information did not display any obvious issues. There was no patient impact reported and no delay to surgery. Medtronic engineers were consulted and exams were reviewed. The issue was determined to be due to the sop class and how it was being used by the customer. The engineers explained that the navigation system software supported single volume enhanced CT; it did not support multi-volume enhanced CT (the exam type used in this scenario). The sop class for enhanced CT was being utilized, but the volume was not compiled into one file and instead was split into multiple series. A new feature request was logged to add multi-volume enhanced CT support. A change in workflow was suggested by engineering to instead user standard imaging modality sop class 1.2.840.10008.5.1.4.1.1.2 for standard CT since the volume is not compiled.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case, when loading exams from a patient cd, the navigation system displayed the images as invalid for navigation. The site tried to load the exams on a different medtronic navigation system onsite using the unstructured modules and the exams loaded without issue. Site switched to the different medtronic model navigation system. Later when reviewing the exam, the navigation system was unable to load the patient exam and displayed the error message "the scanning protocol for this exam is not supported for use with stealth: data not valid for navigation (1)". The exam would also no load onto cranial 3.0.2 with an error stating "computing multiple volumes per series with enhanced objects not supported yet". The exam loaded without issue on a different medtronic model navigation system. The dicom information did not display any obvious issues. There was no patient impact reported and no delay to surgery.